Event description:
It was reported that patient underwent hip procedure on (B)(6) 2012. During the procedure, a size 24mm acetabular liner was opened, but the sales representative noted that the liner was actually a size 28mm liner. The procedure was completed using another 24mm liner that was on hand, with no delay in the procedure or injury to the patient.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of sales history shows twenty-seven units of this thirty piece lot have been invoiced with no additional concerns of this nature reported.